Event description:
Falsely elevated hba1c results were obtained on multiple patient samples and qc. The results were reported to the physicians. The qc samples were repeated after a recalibration and lower results within expected ranges were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hba1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hba1c results is unknown. User error contributed to the issue. When calibrating the method, the user failed to investigate a qc shift and the fact that the qc was outside of peer ranges. The calibration was accepted and results were accepted for qc and patients. The user subsequently recalibrated the method and obtained qc values within peer ranges. The instrument is performing within specifications. No further evaluation of the device is required.